Manufacturer narrative:
(B)(4). Additional information from surgeon: I believe this was a sensitization that exacerbated the reaction this time. Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? What is the current status of the patient? No product to be returned.

Event description:
It was reported a patient underwent an abdominoplasty revision on (B)(6) 2021 and topical skin adhesive was used. 3-4 days post op, developed a severe reaction. Adhesive removed post op 4 days. Patient prescribed clobetasol cream. Still waiting for it to wear off. Additional information has been requested.